Event description:
It was reported the device was explanted because after valve repair, the native valve was found to be incompetent. The physician replaced with the same device 2mm smaller. Reportedly, it is unknown if the device is available for return.

Manufacturer narrative:
Device not returned.